Manufacturer narrative:
This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a hepatectomy procedure, the physician was unable to complete the whole firing because the liver that was to be resected was a fatty and hardened one. The instrument did not fire at all. The procedure was completed a different way without using an endoscopic stapler. There was no patient injury. Current patient status is stable.